Event description:
Two weeks prior, the pt was turning the stimulation down to 0v and when he sat down he felt the stimulation go "wide open"; it "really jolted him". It happened again when he was trying to increase the stimulation using the pt programmer. It went "full bore" and shook him so hard so he could barely push the button to decrease it. The pt had an appointment with his healthcare provider on (B) (6) 2010. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).